Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents, at unspecified rates, via gemstar pumps. After unspecified lengths of time, solutions leaked from unspecified locations of the filter of the tubing sets. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided, including if the tubing sets were replaced and the therapies resumed and if the solutions were cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.